Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons defective) has been confirmed. The cause of the defective front response button is a defective switch in the front response button. The root cause for the defective switch could not be positively identified. No adverse event resulted from the defective response button.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the response buttons were defective.